Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced seizures, the cgm reading was 5.1 mmol/l and there was no blood glucose reading available, but the patient´s mother suspected that the blood glucose was 'quite low'. The patient´s mother administered glucagon to the patient and called an ambulance. The patient was taken to the hospital, there the cgm reading was 18.0 mmol/l and the blood glucose reading was 13.0 mmol/l. The patient was monitored at the hospital and no treatment was provided. Patient recovered and was discharged and at the time of the report, the patient had a headache. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address (B)(6). Diabetes mellitus is a known cause of hypoglycemia.